Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center's image repeatedly drops out for short periods during gastroscopy diagnostic procedure, that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power switch is depressed and the lamp blinks. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on video connector socket, the image is flickering. Due to poor contact of light-emitting diode the lamp blinks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.